Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and backplate for damage and inspecting and cleaning the diaphragm. While performing troubleshooting, the customer discovered a tear in the diaphragm. A replacement pump was sent to the customer. In follow up with the customer on (B)(6) 2017, she indicated that she developed mastitis about a week after having her baby, as she was not able to breastfeed due to inverted nipples. She stated that she has not tried the replacement pump, as she is no longer breastfeeding. She also stated that the mastitis was resolved. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of (B)(6) 2013 to (B)(6) 2017. "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela llc that the suction on her pump in style breast pump was low and she developed mastitis, for which she was prescribed medication. She indicated that she stopped using the pump and is no longer on medication.

Manufacturer narrative:
The device was returned and evaluated. The evaluation confirmed the damaged diaphragm which was identified during troubleshooting with customer service. As such, vacuum testing could not be performed. It was also identified in the evaluation that the customer's tubing and faceplate had residue on them. The customer's complaint of low suction was confirmed.